Manufacturer narrative:
Block h2 (additional information): block e1 (initial reporter) has been updated. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, after attempting to deflate the balloon, they were unable to achieve complete deflation. As a result, they withdrew the scope while the balloon remained partially inflated. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, after attempting to deflate the balloon, they were unable to achieve complete deflation. As a result, they withdrew the scope while the balloon remained partially inflated. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.